Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported by the patient that the pump would display "infusion stopped," then start up again. Patient stated they switched to their backup pump, and that device was giving a high-pressure alarm about every 20 minutes. Patient confirmed there are no kinks in tubing or blockages that they could see, and they had already tried changing cassettes, tubing, pumps, and connectors, but could not get infusion to run more than 20 minutes before alarming again. The patient's nurse stated the patient's stitches around their central line looked loose a few weeks ago, but patient had no issues until recently. The patient reported feeling lightheaded and noticed their gait was off. Troubleshooting was unsuccessful and the patient was redirected to the hospital. The patient was on continuous infusion. Set flow rate and volume delivered are unknown. There was no medical intervention provided at the time of report.